Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the electronic pt gas sys (epgs) showed a question mark (?) When it was being calibrated. The screen was closed, reopened and the unit worked fine (no question mark). The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Software data logs were returned to the MFR for further investigation. Investigation in process, but not yet completed.